Manufacturer narrative:
During use of the 6/7f mynxgrip vascular closure device (vcd), the balloon fell out from the sheath. During analysis of the device, it was found that the catheter was separated from the catheter. There was no patient injury. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the syringe was connected to the inflation tube/black handle with stopcock close. The black handle was observed detached from the catheter shaft/core wire as received. The shuttle cartridge was observed on the catheter shaft, lined up next to the procedure sheath, which located near the balloon proximal tip. The sealant and advancer tube were found inside the shuttle cartridge tubing. It was noted that the balloon¿s distal tip was inverted as received. The condition of the returned device indicates that excessive tension was applied on the device during the procedure. The returned device was damaged as received; therefore, a leak testing could not be performed on the balloon of the device. Visual inspection at high magnification found that the balloon¿s distal tip was severely inverted which indicates that excessive tension was applied during pullback. The hub barrel assembly was also visually inspected at high magnification and found that the created even fillet at the top of the cavity met criteria. Visual inspection at high magnification also found evidence of adhesive residue on the catheter shaft where the even fillet at the top of the hub barrel was created during the production which indicated that the product was properly assembled. A device history record (DHR) review of lot f1729301 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon pull through¿ was not confirmed through analysis of the returned device. However, the device was returned the catheter core wire was detached from the handle. As this issue was not reported, it is unknown if the device was manipulated post-procedure. The exact root cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product analysis, excessive force applied on the device most likely resulted in the balloon pull through experienced as evidenced by the severely inverted tip and the detached catheter/core wire. According to the instructions for use, which is not intended as a mitigation, step 2: deploy sealant instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the catheter during pullback that can cause the balloon to be pulled through the arteriotomy. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynx vascular closure device (vcd), the balloon fell out from the sheath. There was no patient injury.